Manufacturer narrative:
Block b3: exact event date is unknown, event occurred in november 2024. Block h6: device code a0501 captures the reportable event of distal tip detachment of device or device component.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-06778 for the second gold probe. It was reported to boston scientific corporation that two gold probe devices were used during an upper gi endoscopy procedure performed on (B)(6) 2024. During procedure, the distal tip of the two gold probe needles broke outside of the patient. There were no patient complications reported as a result of this event.